Event description:
Report received of air in the syringe of the monitoring kit. It was reported that the control syringe allowed air into the monitoring kit when contrast media was drawn into the syringe. It was reported that air was seen in the pt's coronary arteries under fluoroscopy. The pt was reported to have received an unspecified dose of nitroglycerin and other unspecified "supportive measures." There were no reported adverse pt sequelae. Though requested, no additional info was provided.